Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was above 123 mg/dl. A system check was performed and the occlusion alarms were verified. Reportedly, the customer reverted to alternate therapy for diabetes management.